Manufacturer narrative:
Results: the pump max was powered on and was able to achieve a vacuum pressure of approximately -29.0 inhg. Resistance was encountered while rotating the regulator knob; however, the regulator knob was able to adjust the vacuum pressure. The pump max housing was opened and there was no issue found. Conclusions: evaluation of the returned pump max confirmed difficulty rotating the regulator knob. The pump max was powered on achieved a vacuum pressure within specification. Despite resistance while rotating the regulator knob, it was able to adjust the vacuum pressure without issue. The pump max housing was opened and there was no issue found. The root cause of the reported complaint could not be determined. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a penumbra system aspiration pump max 110 (pump max), the hospital staff felt resistance while rotating the regulator knob of the pump max while the pump was turned on. However, it was reported that the gauge and aspiration indicators were at the appropriate levels to conduct the procedure and the regulator knob was able to be dialed to its maximum setting despite resistance. Therefore, the pump max was used to complete the procedure.